Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on 10/08/2015 with a high blood glucose level of 400 mg/dl. The customer stated that their insulin pump kept going into the suspend mode. The customer stated they had a no delivery alarm in their alarm history. The customer did not return the product back for analysis. The customer did not return the product back for analysis.